Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 3300tfx21mm valve implanted in the aortic position was explanted after an implant duration of nine (9) days due to grade 2+ aortic regurgitation. As reported, there was poor leaflet coaptation just following implantation and there were a visible central leakage observed intra-operatively on saline test which was confirmed during intraoperative echo. As reported, the surgeon was very experienced on magna ease implantation and sized the valve correctly. Reportedly, there were no structural issues (wrinkles, suture marks, tears etc.) At explant. The patient was noted as to be very weak on pod#25. At that time, the patient was not discharged home but was featuring sing of improvement day by day. Indication for initial implantation was aortic stenosis. The explanted valve was noted as to be available for evaluation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation as it was disposed on site. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.